Event description:
Boston scientific crm received information that this pacing system was explanted due to infection. A new pacing system was implanted on the opposite side without further incident.

Manufacturer narrative:
It was later reported that cultures from this patient were negative and the patient was most likely experiencing an allergic reaction and not an infection. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.